Event description:
It was reported that the display was showing a ¿call you doctor¿ icon with a power on reset (por) information only. The por message was cleared with the patient programmer and the patient was able to charge.

Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2014, product type: lead. (B)(4).